Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient presented with striae in the visual axis of the right eye one week post lasik. A flap lift and stretch was performed and a bandage contact lens was placed on the eye. The patient was seen in follow up and the flap was in place but trace edema was noted. The patient was prescribed sodium chloride hypertonicity ophthalmic ointment to use at night. The patient was seen in follow up and striae was still present so another flap lift, stretch, and smooth was performed as well as a bandage contact lens placed on the eye. The patient was instructed to discontinue the sodium chloride hypertonicity ophthalmic ointment and begin a topical antibiotic, a topical steroid, and artificial tear drops. The patient will be seen at a later date for follow up.

Manufacturer narrative:
The device history record (DHR) for the device has been reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior treatment date. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfiles shows successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The logfile shows that the bcc check for the left eye (os) was done about 5-6 minutes before laser fired instead of immediately before firing. Treatments for left and right eye were finished successfully without any issue. The thickness of the flap is thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. According to technical onsite visit and logfile review no technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: (B)(4).